Event description:
Information received a smiths medical implantable ports/deltec power port-a-cath ii ports tube was defective. This was discovered during a operation to implant the device. The complaint states another device was implanted and no patient harm. Unknown if the defect was noticed before implantation and another kit was opened.

Manufacturer narrative:
One port-a-cath®ii access system was returned for analysis with no visual discrepancies. Based on the evidence, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample was inspected and no discrepancies were detected. No fault was found.